Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.

Event description:
During a pneumonectomy procedure, the staples were not present after firing. The surgeon applied suture to close the operation site without pt injury.